Event description:
Customer reported receiving low control solution readings on their adc blood glucose meter when using the freestyle lite blood glucose test strips. Readings of 30 mg/dl, 35 mg/dl, and 101 mg/dl were received; two of which are outside of the control solution ranges of 83-125 mg/dl that are specified by label copy. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Product testing on returned test strips (lot 0822524) and meter ((B) (4)) confirmed low readings during control solution testing. However, retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action 2954323-06/10/09-003-c was reported (B) (4) on 10 jun 2009.